Event description:
Undersensing and inappropriate pacing was observed. Technical services reviewed the egms and discussed loss of ventricular sensing. Low pli was noted. Noise was not observed while performing pocket manipulation. A chest x-ray showed that the lead was dislodged in the atrium. The lead was repositioned.

Manufacturer narrative:
Na